Event description:
Covidien pb 980 ventilator fell off the stand while in transport. The ventilator has a locking mechanism in the back that holds it to the stand. Over time, and with the vibration of the unit causes the locking mechanism to shake loose.